Event description:
It was reported that while putting final tension on (B)(6), the hex tip of the (B)(4) driver broke off flush with the head of the screw. The broken piece was retrieved from the screw and was left in the patient. The patient is fine. Case: acl reconstruction.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. Complaint evaluation revealed broken tip (torsional failure). Complainant's event typically caused by continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, torquing while leveraging the device and/or using the incorrect screw with the driver (screw does not seat fully on the driver). Device met all material specification as received. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.